Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a broken battery cap, stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 400mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.